Event description:
Field service engineer reports: during a courtesy check of customer urology system, the system was found to exceed the adult 10r/min limit. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.